Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported about a split in the cartridge during intraocular lens (iol) implant procedure. When the surgeon proceeded to inject the lens, it came out the side of the cartridge. The surgery was completed with a back up lens. Additional information has been requested.